Event description:
In 10/01 curon medical, inc was informed by the treating physician that a pt with objectively documented chronic gastroesophageal reflux disease (gerd) for more than seven years, with minimal reponse to maximized "ppi" therapy, underwent uncomplicated radiofrequency energy delivery to the gastroesophageal junction 18 days before. Pt reported chest pain two days after treatment. Testing revealed normal body temperature, normal white blood cell count, and no abnormality on physical exam. There was no tachycardia or hypotension. A gastrograffin contrast study showed no esophageal perforation. A chest CT scan showed a small amount of air enhancing the esophageal serosa, yet there was no evidence of contrast leak or perforation on CT. The pt was given antibiotics and a soft diet for four days, and was then discharged to home. Pt is now one month after the procedure, pt report 100% resolution of heartburn and gerd symptoms, and pt is off all medications for gerd.